Event description:
It was reported that the procedure was to treat a bifurcation lesion: circumflex and obtuse marginal. Two guide wires were used in the case due to the bifurcation. The circumflex had an implanted stent from a previous procedure. The guide wire was advanced through the implanted stent to the obtuse marginal without any problems. A balloon was advanced on the bmw and the other guide wire. The bmw guide wire was pulled out prior to placing a new stent, at which time it was observed to be unraveled. (Analysis had confirmed this to be a core separation). It was further reported that the guide wire may have caught on the previously implanted stent.